Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During investigation of a returned infusion device, it was discovered the display is defective. No adverse event was reported. The alleged product will be sent to the manufacturer for evaluation.